Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that upon removal of the intra-aortic balloon (iab) catheter from the box, condensation was observed in packaging. There appeared to be moisture, but it seemed to be oily. The iab was not used. A new iab was opened and inserted successfully. There was no reported injury to the patient.

Manufacturer narrative:
The sensation plus catheter kit was returned intact and sealed. Clear fluid was found inside the product packaging. The evaluation consisted of a visual inspection confirming the presence of fluid inside the device packaging. A sample of the fluid has been tested via infrared spectrum analysis. The attached infra-red spectrophotometer results confirmed that the substance was silicone which had migrated inside the packaging of the device during storage. Silicone is used as a lubricant during the manufacturing process and has been determined to be biocompatible. Devices with silicone found in the packaging can continue to be used and pose no risk to the patient. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The event has been confirmed, there was no malfunction of the reported devices. (B)(4).

Event description:
It was reported that upon removal of the intra-aortic balloon (iab) catheter from the box, condensation was observed in packaging. There appeared to be moisture, but it seemed to be oily. The iab was not used. A new iab was opened and inserted successfully. There was no reported injury to the patient.